Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however, this review did find similar complaints for this lot number for the reported problem of damaged crack/broken twist clamp. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a transfer set was cracked. The patient used this transfer set for about 30 days. The patient went to the hospital to change the transfer set with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.